Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2005. On an unknown date it was noted that the filter was tilted. No patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2005. On an unknown date it was noted that the filter was tilted. No patient complications were reported. It was further reported that there was successful deployment of the greenfield filter, with the tip of the filter in the wash of the left renal vein. On (B)(6) 2017 the patient received a CT of the abdomen without contrast. Findings revealed that the apex of the filter is at the level of the left renal vein. The filter is tilted 12 degrees with the apex touching the left posterior medial aspect of the ivc. There are no stress clearly perforating the wall of the ivc. There are no broken or bent struts. There is no evidence of ivc stenosis.